Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported there were high impedances on the following contacts: 8 & 9, 5638 ohms; 8 & 10, 5816 ohms; 8 & 11, 9659 ohms; and 9 & 11, 5080 ohms. There were no environmental/external/patient factors identified that may have led or contributed to the issue. It was stated that the impedance check at the patient's appointment was for a normal device check. No surgical intervention occurred or was planned. No interventions/actions were taken to resolve the issue due to it was not affecting the patient's therapy. The issue was not resolved at the time of the report. The patient's status at the time of the report was alive-no injury. No further patient complications have been reported as a result of this event.